Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(6), batch: 16865261.

Event description:
It was reported that the patients ipg was not holding a charge. It was also noted that the lower paddle lead had contacts out. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively. All explanted device components will not be returned per facility policy.